Event description:
It was reported that small volume folfusor overinfused during infusion. The expected therapy time was five days; however, the pump was completely emptied after three days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: lot number and expiration date UDI are unknown. E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.